Manufacturer narrative:
Continuation of d10:this is a system report. The section d information is for the primary device, which was in use with the following: etlw1616c156ee, serial/lot #: (B)(6), ubd: 29-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted in a patient during the endovascular treatment of an m abdominal aortic aneurysm as part of the post market enchant study. It was reported approximately 1 year post the index procedure core lab review of follow up CT identified an unknown endoleak. There were no patient symptoms/injuries related to this endoleak. The sponsor assessed endoleak as possible related to endurant iis stent graft. No additional clinical sequelae were reported and the patient will be monitored.